Event description:
As reported, the indicator window of a 7f exoseal vascular closure device (vcd) did not display color normally and the device could not be used as intended. The device was withdrawn, and another device of the same model was used to complete the procedure. There was no reported patient injury. The packaging was checked and found normal, and the device was prepared and used according to the instructions for use. During use, the guidewire hooked the vessel wall and there was no pulsatile blood flow, and further observation of the indicator window confirmed no color change inside or outside the body. The device was used in an interventional procedure with a retrograde approach. The device was stored and prepared according to the instructions for use, and the physician was certified in its use. There were no visible signs of damage prior to use, and a non-cordis catheter sheath introducer was used. Angiography confirmed appropriate femoral artery access, vessel diameter was =5 mm, and there were no complications such as calcification, tortuosity, stenosis, or prior closure at the site. There was no difficulty connecting the device, the indicator wire cowling locked with an audible click, and pulsatile flow was observed. The device and sheath were retracted together until bleed back slowed or stopped. The indicator window did not show red during retraction, and the indicator wire loop was visible upon removal with no anomalies observed. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.